Event description:
No new information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced nocturne tremor and dysarthria that required an in-patient or prolonged hospitalization. The diagnostic methods included the patient reporting the issue on (B)(6) 2017. The etiology was noted as possibly related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2016. The actions/interventions taken to resolve the issue included reprogramming the implantable neurostimulator (ins) on (B)(6) 2017; the event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the event clinical diagnosis to dysarthria from tremor and dysarthria. No further complications are anticipated.